Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found the equipment to function within manufacturer's specifications. The logs were reviewed and confirmed 'sustained pressure' alarms did occur. The drive gas check valve was replaced, and the unit was returned to service. Patient information currently unavailable.

Event description:
The hospital reported that, during a case, the unit alarmed 'sustained pressure'. It was further noted that the bellows would not descent during ventilation. There was no reported patient injury.